Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the device alarmed multiple no delivery alarms. Customer's blood glucose was 550 mg/dl. Customer did not feel well to troubleshoot. Customer will not be returning the device for analysis.